Event description:
The pump was returned to baxter's service center with a note stating "reportedly turns on & off after approx. 40 min". Although attempts were made to obtain additional info from the reporting facility, details were not available regarding when the reported "pump turns on/off" occurred, if it was during pt use, if there was any medical intervention, pt injury, age of pt, or medication involved.